Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a clinical study, 6 months after the mesh augmented reinforcement procedure, the patient had an incisional hernia, and there was pain and protrusion in the midline. It was diagnosed by computed tomography. It was noted that it was scheduled to repair the hernia. The investigator's and sponsor's assessment was probably not related to the study procedure but possible to an outside standard of care in place (cip) procedure, and to an underlying condition or disease.